Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified. The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Device not returned.

Event description:
It was reported that during a recanalization procedure, vessel allegedly ruptured while pushing the device over the knee and over the actual indication site further down to the lower leg. Reportedly medication was provided and the procedure was completed by closing the vessel, and stopping the blood flow. The current status of the patient was unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: the sample was not returned for evaluation and a physical investigation was not possible. The report contains insufficient information regarding procedure in the vessel with rotarex that resulted in bleeding and surgical intervention afterwards. There was no report of the device malfunction. However, the investigation is confirmed for the reported issue. The definitive root cause could not be determined based upon available information. This event could be identified as off-label use of the device. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a recanalization procedure, vessel allegedly ruptured while pushing the device over the knee and over the actual indication site further down to the lower leg. Reportedly medication was provided and the procedure was completed by closing the vessel, and stopping the blood flow. The current status of the patient was unknown.